Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Customer stated the unit was failing the test 5 when it was sent to 0 flow it is was giving 1.4 when the limit is 0.6 the customer was following all the steps. Philips customer support called the customer to let them know from now on as per service bulletin sb86600200a the set flow to 0 is no longer needed. Philips customer support rep also emailed the service bulletin sb86600200a to the customer to resolve this issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit if failing air delivery / flow accuracy (test 5). No patient/user harm reported.